Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital after receiving multiple hv therapies. Upon reviewing the egm, inappropriate hv therapy due to far-p oversensing was observed. Lead evaluation and programming changes were recommended. Physician revised the rv lead and there were no further oversensing issues. Patient's condition was stable.